Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the emergency room due to a pocket erosion. A pocket revision procedure was performed, and during the procedure there was a skin lesion noted. An infection was suspected, so the device, atrial lead, right ventricular lead, and left ventricular lead were all explanted. The patient was stable following the procedure: related manufacturer report numbers: 2938836-2018-09912, 2017865-2018-12359, 2938836-2018-09913.